Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty utilizing cobalt hv bone cement on (B)(6), 2011. During the procedure, the vapors from the monomer ignited when the surgeon used the electrocautery device for hemostasis of the wound prior to closing. The surgeon was able to put out the flame and continue with the procedure. There was no reported injury to the patient or delay to the procedure as a result.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing cobalt hv bone cement on (B)(6), 2011. During the procedure, the vapors from the monomer ignited when the surgeon used the electrocautery device for hemostasis of the wound prior to closing. The surgeon was able to put out the flame and continue with the procedure. There was no reported injury to the patient or delay to the procedure as a result.